Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the alarm. There was no adverse impact to the customer. System check was performed with tandem technical support and the root cause could not be determined.